Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine plus ver.2 on a cobas 8000 c 702 module. The samples were initially tested on (B)(6) 2025 and repeated on (B)(6) 2025. The first sample initially resulted in a creatinine value of 16 umol/l and it repeated as 84 umol/l. The second sample initially resulted in a creatinine value of 54 umol/l and it repeated as 97 umol/l.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded as the correct rerun values were obtained with the same reagent. The field service engineer replaced rinse tubing and clamps. A cell blank was performed and cell blank measurements were acceptable. The wash level was checked and verified. Performance testing was run. Calibration and controls were run and controls recovered within range. The investigation determined that the issue was resolved by the service actions of tubing replacement.